Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dlt ts cer hd 12/14 36mm +8.5 hip femoral head; altrx neut 36idx54od hip acetabular liner; pinn sector w/gription 54mm hip acetabular cup; corail2 std size 8 hip femoral stem; pinn can bone screw 6.5mmx35mm hip acetabular cup screw. Initial reporter occupation: non-healthcare professional: attorney.

Event description:
Complaint description: pfs and medical records received. Patient was revised on (B)(6) 2012 for instability and dislocation. Update: 27 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what was previously alleged, ppf alleges loosening of stem and dislocation. Updated dor. It was indicated in the ppf that the cup, liner and head were removed. Doi: (B)(6) 2012; dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.